Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter, the patient's grandmother, contacted animas to report the patient obtained the blood glucose level of "hi mg/dl" (greater than 600 mg/dl). The patient did not experience any symptoms of high or low blood glucose levels. The reporter noted the patient had been disconnected from the pump for more than one hour while his grandmother attempted to refill and replace the insulin cartridge and change the infusion set and infusion site. The reporter also was unsure if the patient may have received an inadvertent infusion of insulin due to possibly being attached to the pump while it was primed. The patient was being taken to the emergency room at the time of the call to technical support. The patient's/reporter's technique was incorrect in that the patient was detached from the pump for an hour while the cartridge was being filled. However, as the patient suffered blood glucose levels suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
Follow-up #1 date of submission 09/02/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box begins on (B)(6) 2015. Due to continuous use of the pump the black box data and histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. The pump returned with visible moisture in the display lens. Pump boots to the verify screen but the keypad is unresponsive to presses. Pump fails in-house leak test due damage to pump case. There was internal moisture confirmed in the pump and on the keypad flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.